Event description:
The customer reported via phone call that the insulin pump alarmed no delivery during the manual prime process. The customer's blood glucose was 194 mg/dl. The customer stated that she had tried disconnecting and reconnecting the reservoir and infusion set, but the insulin pump continued to alarm no delivery. The customer reported that the alarm was resolved by a complete set change and agreed to return the infusion set and reservoir for analysis. She stated that she had emptied out the previous reservoir leading up to the alarm. She was unable to troubleshoot at the time of the call, and the cause of the issue could not be determined. The customer was advised to replace the reservoir and infusion set and agreed to return the supplies for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Inspected reservoir, snap-cap and septum for anomalies none were found. Performed occlusion test per specifications, reservoir filled and connected to new infusion set. Installed reservoir and connector into insulin pump and performed infusion set. Installed reservoir and connector to insulin pump and performed catheter tip. Reservoir not occluded.